Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother¿s reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400mg/dl. Customer treated with bolus and syringe for high blood glucose. Customer did not provide any information regarding the symptoms for high blood glucose. Customer also stated that the insulin pump had no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer was unable to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.